Event description:
It was reported that the patient had a CT scan in (B) (6) 2009. The hcp determined that the patient had catheter pieces lodged in his spinal column (see manufacturer's report #3004209178-2010-00925). One week after this finding, the patient had surgery to correct the issue. The patient's hcp decreased the patient's daily dose in the pump but increased the boluses with the programmer. The patient stated that he had withdrawal symptoms and decreased therapeutic effect. He stated that his pain had increased and he had experienced altered mental status. The patient stated that he had seen a gi specialist. The patient stated that the hcp had decreased his dosage too much and had difficulty finding another hcp because of his "catheter exploding in the past." In (B) (6) 2010, the patient experienced increased pain and numbness in his legs. A CT scan revealed that the catheter was disconnected from the pump and torn (see manufacturer's report #3004209178-2010-03307). In (B) (4) 2010, the patient stated that the catheter "exploded" and that it had happened twice now. The patient experienced increased pain and the hcp was going to turn the patient's pump off and treat the patient with oral and transdermal medications. The patient had (B) (6) so they did not want to attempt a revision; the patient wanted the pump removed but the hcp wanted the pump to stay implanted at that time. The physician stated that the event was attributed to the catheter. The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B) (4).